Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was lying on the couch. Technical services (ts) reviewed the episode, and it showed non-physiologic artifacts and baseline shifts. Troubleshooting was performed in the clinic and the artifacts could not be recreated during movement and excessive manipulation. Additionally, the x-ray images showed a properly inserted lead and there were no obvious signs of a lead impairment. It is suspected that the artifacts could be related to sense b. This s-ICD was reprogrammed to secondary vector and remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was lying on the couch. Technical services (ts) reviewed the episode, and it showed non-physiologic artifacts and baseline shifts. Troubleshooting was performed in the clinic and the artifacts could not be recreated during movement and excessive manipulation. Additionally, the x-ray images showed a properly inserted lead and there were no obvious signs of a lead impairment. It is suspected that the artifacts could be related to sense b. This s-ICD was reprogrammed to secondary vector and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.